Event description:
Two different medtronic pumps have continuously given insulin when in the suspend mode (which means the insulin is supposed to be shut off and not going into the site causing my blood sugar to crash severely low. I have gone to the emergency room to have IV glucose a number of times (5 or 6 to resolve this aas well as used my glucagon pens to try to recover from the severe hypoglycemia without going unconscious. One time I did blackout because my blood sugar got so low. I called the company and while they replaced my pump twice they refused to take the device back altogether stating I am refusing training and their product is fine, even though it has been proven the device is giving off insulin at all times when it should not be.